Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was the patient went to cardiac arrest on tuesday and they brought the patient back to the hospital. The patient was shocked with a defibrillator multiple times. The patient had a heart attack, received CPR at home, defibrillated at hospital, and had defibrillator placed in surgery. The stimulator was turned on when they shocked the patient and the caller did not think about the stimulator being turned on so they turned it off the very next day. Patient was on life support so they did not know if it was shocking the patient or not.sometimes when the patient moved the leads in their spine, they would get more shocking sensation (caller said it had been that way since 1996). The stimulation had been turned off since tuesday and when they went to turn the stimulation back on to see if it would help manage the pain better, they got the message settings not available cannot provide your desired intensity setting. Today was the first time they got that message. They were on group a but could not adjust settings. The caller was redirected to their healthcare provider to further address the issue. Caller told by pt that pt concerned about whether their scs system is functioning appropriately because today when the pt put their scs system into MRI mode, the pt felt a shock in their left shoulder. Pt mentioned a concern about leads being misplaced. Technical services (tss) reviewed what occurs during MRI mode and that stim shuts off. Representative states that he has been in contact with this patient¿s family and plans to check for cross talk or excessive noise between stimulator system and cardiac system that was just implanted. 3,5,9,10,11 all open. Got stim in l leg with 12,14,15. Patient was advised to see his hcp asap to assess his stimulator and address the issues. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: 03-apr-2013, UDI#: (B)(4); product ID: 37 78-60, serial/lot #: (B)(6), ubd: 03-apr-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.